Event description:
The customer called reporting that she lost consciousness due to low blood sugar and was treated by paramedics to stabilize her glucose level. She stated that she was unable to test herself because her freestyle meter wouldn't turn on after she replaced her batteries.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.